Event description:
It was reported that the ilet user experienced high blood glucose and had been ¿ghost¿ announcing meals to trigger additional insulin, after which the user changed supplies and received education on correct high glucose and meal announcement protocols. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure, and involvement of the user interface as the interacted component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.